Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture strings. The anchor is fractured in a spiral from the proximal end of the suture window toward the proximal end of the anchor. The prongs at the distal end of the insertion device are deformed. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. A clinical review states one undated photo of the device was provided for review and confirms the reported breakage. Per case details, the broken twinfix ultra screw was retrieved from the patient. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors, that could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix ultra screw broke while implantation. All the pieces were removed from the patient using tweezers. The procedure was completed with no surgical delay using a s+n back up device in a new drill bone hole. No further complications were reported.